Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 03-oct-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for birth control. Upon information and belief, after this procedure the plaintiff underwent the required hsg (hysterosalpingogram) procedure on (B)(6) 2013. After the implant procedure, she began experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the pain and bleeding, she underwent a hysterectomy and bilateral salpingectomy on or about (B)(6) 2014. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and increased bleeding during menstruation after the implant procedure. As a result of pain and bleeding, she underwent a hysterectomy and bilateral salpingectomy two years later. These events are anticipated according to reference safety information for essure. Pelvic pain and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and menorrhagia ("increased bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (underwent bilateral salpingectomy and hysterectomy order to remove the defective essure device) and surgery (underwent bilateral salpingectomy and hysterectomy order to remove the defective essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: showed that the coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-jul-2017: new events 'abdominal pain' and 'vaginal bleeding' were added. Lab data was added. Product start date was updated. Indication was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain') and menorrhagia ('increased bleeding during menstruation/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A36525, a36626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removal) and dysfunctional uterine bleeding. Previously administered products included for birth control: nuvaring. Concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, chronic cholecystitis and cholelithiasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain was located in lower abdomen") and arthralgia ("pain was located in lower abdomen that went into left hip"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and nova sure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: everything was blocked total bilateral occlusion; on (B)(6) 2013: results: bilateral fallopian tubes are obstructed by the essure device.. Ultrasound pelvis - on (B)(6) 2014: multiple cysts of both ovaries, appear to be follicles. Otherwise, normal trans abdominal and trans vaginal study.. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received. Lot number, new reporter information, medical history, rcc and lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain') and menorrhagia ('increased bleeding during menstruation/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A36525, a36626-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removal) and dysfunctional uterine bleeding. Previously administered products included for birth control: nuvaring. Concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, chronic cholecystitis and cholelithiasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain was located in lower abdomen") and arthralgia ("pain was located in lower abdomen that went into left hip"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and nova sure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: everything was blocked total bilateral occlusion; on (B)(6) 2013: results: bilateral fallopian tubes are obstructed by the essure device.. Ultrasound pelvis - on (B)(6) 2014: multiple cysts of both ovaries, appear to be follicles. Otherwise, normal trans abdominal and trans vaginal study. The lot number reported (a36626 )is not valid. Most recent follow-up information incorporated above includes: on 9-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain') and menorrhagia ('increased bleeding during menstruation/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A36525, a36626-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removal) and dysfunctional uterine bleeding. Previously administered products included for birth control: nuvaring. Concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, chronic cholecystitis and cholelithiasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain was located in lower abdomen") and arthralgia ("pain was located in lower abdomen that went into left hip"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and nova sure). Essure was removed on 5-nov-2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-feb-2013: results: everything was blocked total bilateral occlusion; on 16-feb-2013: results: bilateral fallopian tubes are obstructed by the essure device. Ultrasound pelvis on (B)(6) 2014: multiple cysts of both ovaries, appear to be follicles. Otherwise, normal trans abdominal and trans vaginal study. Lot # a36626 is not valid lot number: a36525 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and increased bleeding during menstruation after the implant procedure. As a result of pain and bleeding, she underwent a hysterectomy and bilateral salpingectomy two years later. These events are anticipated according to reference safety information for essure. Pelvic pain and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. Technical analysis has been requested. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and menorrhagia ("increased bleeding during menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("pain was located in lower abdomen") and arthralgia ("pain was located in lower abdomen that went into left hip"). The patient was treated with surgery (underwent bilateral salpingectomy and hysterectomy order to remove the defective essure device) and surgery (nova sure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: everything was blocked; on (B)(6) 2013: bilateral fallopian tubes are obstructed . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical record received: reporter information, other relevant history, lab data, concomitant drug, new events- dysmenorrhea, pain was located in lower abdomen, pain was located in lower abdomen that went into left hip were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.